Manufacturer narrative:
The data log files from the aquios cl flow cytometer were investigated by the software engineering team and they found three different patterns: one (1) sample ID/two (2) different blood tubes. Two (2) different sample ids/same blood tube. Two (2) same sample ids/same blood tube. Ten (10) patient sample results were shown as being run in duplicates which did not lead to patient sample misidentification. Patient sample misidentification occurred for only the last tube in a cassette, and only when there is another cassette in the multiloader of the instrument. The assessment completed by beckman coulter software engineering, reported that seven (7) additional instances were identified that lead to erroneous results. Based on the software engineering assessment, there is a mechanism by which the aquios software will generate a duplicate test when a test query response is received from the lis immediately before the query timeout period expires - a window in the order of milliseconds in size. Once the duplicate test is created, the software will continue to create duplicate tests as long as there are tubes available (in the cassette and in the stacker). Once all tests have been completed the software reverts to normal operation. The software team stated that the software defect only occurs under these conditions, a test query response times out, and the default test option is on, and when the right tiny time window is hit. All patterns described above are all symptoms of the same root cause problem. When the issue occurs, the system will get stuck producing two requests for each tube. The pattern produced by the duplication depends on the positioning of the tubes in the cassette, which in turn may cause the instrument to resample the same tube or draw the sample from another tube. Based on the information by the software team assessment, the failure mode is caused by an aquios cl software malfunction. There have been no reoccurrence of erroneous patient results reported to date ((B)(6) 2017). Section - patient weight is unknown, patient ethnicity is unknown, patient race is unknown. Bec internal identified (B)(4). Related event 1061932-2017-00013 bec identifier (B)(4).

Event description:
The customer reported there was a patient sample result that did not match with the previous patient history, the suspected sample was rerun and the results then matched the patient history. The erroneous result was not reported out of the lab. The assessment completed by beckman coulter software engineering, reported that seven (7) additional instances were identified that led to erroneous results.

Manufacturer narrative:
The data log files from the aquios cl flow cytometer were investigated by the software engineering team and they found three different patterns: one (1) sample ID/two (2) different blood tubes. Two (2) different sample ids/same blood tube. Two (2) same sample ids/same blood tube. Ten (10) patient sample results were shown as being run in duplicates which did not lead to patient sample misidentification. Patient sample misidentification occurred for only the last tube in a cassette, and only when there is another cassette in the multiloader of the instrument. The assessment completed by beckman coulter software engineering, reported that seven (7) additional instances were identified that lead to erroneous results. Based on the software engineering assessment, there is a mechanism by which the aquios software will generate a duplicate test when a test query response is received from the lis immediately before the query timeout period expires - a window in the order of milliseconds in size. Once the duplicate test is created, the software will continue to create duplicate tests as long as there are tubes available (in the cassette and in the stacker). Once all tests have been completed the software reverts to normal operation. The software team stated that the software defect only occurs under these conditions, a test query response times out, and the default test option is on, and when the right tiny time window is hit. All patterns described above are all symptoms of the same root cause problem. When the issue occurs, the system will get stuck producing two requests for each tube. The pattern produced by the duplication depends on the positioning of the tubes in the cassette, which in turn may cause the instrument to resample the same tube or draw the sample from another tube. Based on the information by the software team assessment, the failure mode is caused by an aquios cl software malfunction. There have been no reoccurrence of erroneous patient results reported to date (12/06/2017). Patient weight is unknown. Patient ethnicity is unknown. Patient race is unknown. Bec internal identifier (B)(4). Related event: 1061932-2017-00013 bec identifier (B)(4). Follow-up report 01: corrections: manufacturer name and address has been revised to reflect correct information. Contact office updated. Recall has been checked off. Number has been revised to reflect the correct information for this event. Additional information the recall (fa-31978) which included notification to the customer and inspection of customers' device data will be updated via additional communication to customers to address this new failure mode.

Event description:
The customer reported there was a patient sample result from the aquios cl instrument that did not match with the previous patient history, the suspected sample was rerun and the results then matched the patient history. The erroneous result was not reported out of the lab. The assessment completed by beckman coulter software engineering, reported that seven (7) additional instances were identified that led to erroneous results.